Manufacturer narrative:
H6: investigation summary: bd received one photo and one sample submitted for evaluation. The reported issue was not confirmed since the reported defective tubing was not observed when our quality engineer analyzed the sample. Since the reported failure was not confirmed a root cause cannot be established. Quality records have been consulted for tracking and trending purposes and this was the second complaint for catheter broke / separated before placement and the first complaint for tubing defective / damaged, which means issues like these are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing was damaged. The following information was provided by the initial reporter: 1. The number of puncture failures caused by catheter disengaging from the steel needle during puncture was 21. 2. Number of extension tube fractures was 1. The 21 cases are the approximate number of punctures used in this batch according to the head nurse's statistics. Not all the described catheters and steel needles were detached, the delivery of the tube was not good, and the extension tube was broken. The confirmation of this situation occurred in 2 cases, which caused the patient's blood exposure due to rupture and puncture failure, which caused patient dissatisfaction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing was damaged. The following information was provided by the initial reporter: the number of puncture failures caused by catheter disengaging from the steel needle during puncture was 21. Number of extension tube fractures was 1. The 21 cases are the approximate number of punctures used in this batch according to the head nurse's statistics. Not all the described catheters and steel needles were detached, the delivery of the tube was not good, and the extension tube was broken. The confirmation of this situation occurred in 2 cases, which caused the patient's blood exposure due to rupture and puncture failure, which caused patient dissatisfaction.